Manufacturer narrative:
The other device listed in this report is cat # 75-1-0705, lot # to5m253, scorpio ts distal block. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the patient was standing at work and felt a shift in his knee resulting in excruciating pain. Previous surgeries; primary in 2005, first revision in 2007, were not at this hospital, so past revision information is unknown.

Manufacturer narrative:
An event regarding instability resulting from a fractured offset adapter involving a scorpio baseplate was reported. The returned devices indicated the femoral stem fractured. There is no alleged failure regarding the baseplate. Based on the provided information, the product reported in this investigation did not contribute to the event. Unknown femoral stem and unknown insert were added to the complaint after the initial medwatch was submitted. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. Cat. No.: unk, unknown femoral stem, lot code: unk. Cat. No.: unk, unknown insert, lot code: unk. Cat. No.: 6478-6-585, offset adaptor 2mm regular, lot code: lcjfk1. Cat. No.: 76-4107l, scorpio ts fem. W/lfit, lot code: k05m437. Cat. No.: 6478-6-630, ti dur reg fluted stem 16x80mm, lot code: unknown.

Event description:
It was reported that the patient was standing at work and felt a shift in his knee resulting in excruciating pain. Previous surgeries; primary in 2005, first revision in 2007, were not at this hospital so past revision information is unknown.